Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed and the reported break and stretched coils were confirmed. Teflon damage was noted. The reported difficulty to remove could not be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, during retraction, the guide wire encountered resistance, likely with the heavily calcified, 90% stenosed anatomy and/or other devices used. Manipulation of the guide wire against resistance likely resulted in the breakage of the shaping ribbon and the stretched coils. The teflon damage likely occurred during removal from the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the mid-diagonal artery was heavily calcified and 90% stenosed. Resistance was noted during retraction of the guide wire. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a bifurcation lesion. After implantation of the stent in the principal branch, when the guide wire was removed, it was observed to be frayed [unraveled]. No additional information was provided.